Event description:
Consumer claims to have been pierced with inverness ear piercing system at a retail vendor on 9/12/1997. She sought medical treatment for infection at the ear piercing site on 10/03/1997. She was prescribed antibiotics.